Manufacturer narrative:
It is the belief of MFR that the cause of this incident is failure of staff to secure the line. There is no device failure reported as the staff re-tightened the luer connector of the line, and this whole set was able to be used to complete this dialysis treatment.

Event description:
The hemodialysis user facility has been contacted for additional information regarding this incident. It has been learned the following: that the line disconnected from the transducer and not separated as was reported. Also, it has been learned in speaking with the reporter of this incident, that once the event occurred, this treatment set was able to be used for the remainder of this treatment. The staff tightened the luer connector that attaches to the transducer and were able to successfully use this intact treatment set for the remainder and completion of this dialysis treatment. As a result of this incident, this pt did have a blood loss of greater than 275 ml. The pt was discharged to home after this event. The rn reported that the pt had seen his private md on the following day of this event, and received 2 units of blood. There is no sample, as it was able to be used for this treatment and then discarded.